Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the retroversion handle snapped off stem inserter/extractor due to being struck by mallet by doctor. The threaded bit is still in left side of inserter. No pieces except what was stuck in the handle. No delay. Device will return for evaluation.

Manufacturer narrative:
Section h10: (h3) the broken instrument reported was likely the result of directly impacting the retroversion bar while engaged with the broach handle, allowing for the applied force to be transmitted to the threaded tip of the retroversion bar, leading to ultimate failure.